Event description:
The customer stated that she was hospitalized for low blood glucose levels twice within the past three weeks. The insulin pump was programmed correctly. Unable to troubleshoot the insulin pump, due to repeated failed battery test alarms. Advised the customer that the insulin pump would be replaced due to the alarms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.